Event description:
A 43-yr-old male admitted on 7/21/96 with severe life-threatening hyperkalemia with congestive heart failure. Pt is on chronic hemodialysis and recently had a shunt replaced, which was an upper arm loop configuration with recurrent reaccumulation of fluid in the axilla. Pt underwent an evacuation and debridgement of left axillary fluid mass and replacement of shunt using 8mm ring, ptfe8 cm in length interposition graft on 7/31/96. The graft was noticed to be weeping fluid through the interstices of the graft. The pt was discharged home on 8/3/96.